Event description:
The customer reported the battery pins were damaged. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 5 was bent and compressed.